Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found a piece of coil inside the connector portion of the lead. This caused a short circuit between the coils, which led to loss of capture and sensing. Other: na.

Event description:
This report is to advise of an event observed during analysis.